Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the lead helix would not ext. The lead was not used and replaced. The patient was stable post procedure.